Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that after an ablation procedure double detection was noted when it comes to this device, resulting in asystole. Technical services (ts) discussed recommendations to mitigate this issue and it was noted that the device was reprogrammed with biv trigger activated. No adverse patient effects were reported.